Manufacturer narrative:
(B)(4). D10: medical products: item#: unknown, unknown baseplate; lot#: unknown. Item#: 115313, comp rvsr shldr glnsp +3 36mm; lot#: 518610. Item#: 00434903603, 36mm a +3mm offset poly liner; lot#: 64596739. G2: foreign: australia. H3: customer has indicated that the product will not be returned to zimmer biomet for investigation, as the product was discarded. The investigation is in process. Once the investigation has been completed, a follow-up MDR will be submitted.

Event description:
It was reported the patient experienced another glenosphere disassociation approximately four years after the last revision surgery. The patient had a history of prior revision shoulder arthroplasty on an unknown date. Approximately four years after that prior revision, the glenosphere again disassociated. The patient subsequently underwent revision surgery, and the affected components were explanted approximately 3 years and 10 months post implantation. No information was provided regarding intra-operative findings or environmental factors. Patient outcome: revision. Attempts have been made and no further information has been provided.

Manufacturer narrative:
After reassessment, it was found that this device did not contribute to the reported event and are considered not reportable.

Event description:
After reassessment, it was found that this device did not contribute to the reported event and are considered not reportable.